Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty/failure to the foot was not confirmed. Failure to deploy the suture could not be replicated in a testing environment as it was based on operational circumstances; however, a suture retrieval issue was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty/failure to the foot. However, the suture retrieval issue and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary procedure. Reportedly, the footplate lever did not feel right and resistance was felt when deploying the foot. The "stitching" was not able to be completed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.